Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On same day as event onset, the patient was hospitalized for the peritonitis and another indication. Treatment for the peritonitis was not reported. Extraneal therapy was ongoing. Action with physioneal therapy was not reported. At the time of this report the patient was not recovered from the peritonitis event. No additional information is available as the reporter declined to provide any further information.